Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. During the getinge-serviced preventative maintenance(pm), the field service engineer (fse) found that the upper display had a vertical green line. The fse replaced the display and completed the preventive maintenance. The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
During routine preventive maintenance (pm), the company representative found the upper display of the intra-aortic balloon pump (iabp) had a vertical green line. There was no patient involvement; thus no adverse event was reported.